Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves where the customer reported that the safeset "unglued" from its tap. Additional information was received stating that transducer set snapped at joint between safeset and tap failed - evidence of "glue" in line. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection of the sample, the plug stopcock was received separated from the safeset reservoir. When the plug stopcock and safeset reservoir were microscopically examined, insufficient adhesive coverage on the plug stopcock and the safeset reservoir was observed. The probable cause of the separation had occurred due to insufficient adhesive coverage on the plug stopcock during assembly at manufacturing. A device history report (DHR) lot # and relevant commodities were reviewed, and no discrepancy was identified: